Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿other alarms¿ that occurred and were not appearing on the system controller was not confirmed. The submitted log files were reviewed and did not indicate any issues with the system. No atypical alarms were captured. Provided information reported that the system controller was exchanged due to this event after the patient went to the hospital. Additional information stated that the system controller, serial number (B)(6), would not be returned for investigation. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Information on the alarm history screen of the system controller and examples of what alarms can be displayed on the system controller history is also provided. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having low flow alarms and other alarms that were not appearing on the system controller. The patient presented to the hospital where log files were reviewed and a controller exchange was performed. The event log file captured and audible low flow event on (B)(6) 2025 at 0242 with flows noted as low as 1.6lpm. It would be seen in the log but not record in the last six alarms on the controller.